Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 10 months. It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018. The cause of death is reported to be unknown. No further information was provided.